Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was getting poor telemetry or no telemetry with recharging. They were able to charge when they sat down but if they stood up and walked around they would lose the connection and the ins couldn't charge. They were able to connect with the patient programmer. An x-ray had been performed around the end of (B)(6) 2017, which showed the ins was good. A replacement recharger antenna was ordered. On (B)(6) 2017, the ins had depleted to off and was not working at all because they were unable to charge their ins. On (B)(6) 2017, the patient had not yet received the replacement recharger antenna but was confirmed to be delivered later that day. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the ins will not stay charged and was not charging right. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.